Manufacturer narrative:
(B)(4) concomitant medical product: vanguard xp tibial bearing, catalog #: 195779, lot #: 757560, vanguard interlok femoral, catalog #: 195909, lot #: 516040, vanguard tibial locking bar, catalog #: 195763, lot #: 195754. (B)(6) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02357, 0001825034-2018-02358.

Event description:
It was reported that the patient was revised to address pain and instability. During the revision procedure, the surgeon noted that the bearing was fractured and that there was a substantial amount of metallosis in the joint from the locking bar coming into contact with the femoral component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Medical product: vanguard tibial locking bar, catalog #: 195763, lot #: 195754. Vanguard tibial bearing, catalog #: 195849, lot #: 783570. Cobalt bone cement, catalog #: 402282, lot #: 627610. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the right external polyethylene bearing was loose.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the tibial tray shows evidence of cement fixation on the inferior side and on the anterior lateral side of the front guard rail there is evidence of the femur articulating on the tray. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02357-2, 0001825034-2018-02358-2.

Event description:
No further event information available at the time of this report.